Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) did not generate tones when a magnet was placed over the device. Tones could not be heard even with a stethoscope. Enable magnet use was confirmed to be programmed on. When beep on paced/sensed events was programmed on, no tones could be heard. When beep during capacitor charge was programmed on and a manual capacitor reformation was done, no tones were heard with a stethoscope. The monitoring voltage was 2.82v with a normal charge time.

Manufacturer narrative:
Technical services recommended a memory dump and save to disk be sent in, then the device could be programmed off for the patient's surgery. The device remains implanted. The disk was received and the data is undergoing engineering evaluation. Disk analysis results found no warm resets, faults, or errors. Beep on magnet and magnet use enabled were both confirmed to be programmed on. Battery status was confirmed to be at beginning of life (bol). Beep on elective replacement indicator (eri) battery status was confirmed to be on. The cumulative beeper time showed that the beeper had beeped for 50 seconds throughout the device lifetime. Analysis showed no indication of abnormal device behavior.